Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the patient was rapid paced during the post-implant dilation performed for the moderate paravalvular leak (pvl). The dissections were observed at the end of the procedure. Per the physician, the cause of the dissections were from the valve and not the delivery catheter system (dcs). No treatment was provided for the dissections. Per the physician, the cause of death was due to the aortic dissection with the origin in the ascending aorta.

Event description:
It was reported, that a patient with a medical history of severe aortic stenosis was treated with transcatheter aortic valve implantation (tavi), using a 26 millimeter evolute fx valve. Post dilatation was performed, due to a paravalvular leak (pvl). After which, the valve embolized to the ascending aorta. A second 26 millimeter evolute fx valve was then implanted in a good position. Subsequently, two dissections were observed, on the aorta. One in the ascending and one in the descending sections. The patient died, during the night following the procedure. The cause of death was not reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot#: 0012441110), product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use, during the event include: brand name: evolut fx dcs, product ID: d-evolutfx-2329 (lot#: 0012414842), product type: 0195-heart valves, brand name: evolut fx valve, product ID: evolutfx-26 (serial#: (B)(6)), product type: 0195-heart valves, brand name: evolut fx dcs, product ID: d-evolutfx-2329 (lot#: 0012441104), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 3mm on the non-coronary cusp in the cusp overlap view, and 2mm on the left coronary cusp in the lao view and no evidence of an aortic dissection. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, valve depth was deemed acceptable, and a recapture was not warranted. The valve was released and post implant angiogram revealed aortic regurgitation/paravalvular leak but no evidence of an aortic dissection. A post implant dilatation was performed. Sometime after the post implant dilatation and removal of the balloon, the valve dislodged aortic. Even though the dislodgement event was not captured it is suspected that the balloon caused the dislodgement. Subsequently, the dislodged valve was snared, and a second valve was implanted. Sometime after snaring of the dislodged valve and implantation of the second valve an aortic dissection occurred. Angiogram of the cerebral arteries was performed. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Post-implant chest and full body CT scan provided from 1/1/2024. Suboptimal image quality with double image, motion artifact/blurring. Implant depth measures approximately 4.0 mm-left coronary cusp (lcc), 5.1 mm-right coronary cusp (rcc), and 7.0 mm-non-coronary cusp (ncc). Dissection seen in left common artery, near evolut frame in native sinuses. Bottom of embolized evolut seen in ascending aorta is approximately 38 mm from basal plane with possible dissection near the second evolut frame. Multiple dissections seen in ascending aorta, aortic arch and descending aorta. Calcification seen within dissection of the descending thoracic aorta possibly indicating dissection was present for a significant period before the procedure. Bovine arch noted. Dissections seen in left subclavian artery and brachiocephalic artery into the right common carotid. Dissections seen in aortic arch into left common carotid. Dissections and plaque/thrombus seen in subclavian arteries. Reviewing a pre-implant computed tomography (CT)scan or case summary would have been beneficial in identifying whether the dissections were present before the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.